Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep didn't think the fall had any impact on the system. The patient was having some pain and wanted the stimulator reprogrammed. The rep had not seen the patient and the patient was going to call back when they had an appointment. Additional information was received on (B)(6) 2018. It was reported that the fall did not impact the system and reprogramming did resolve the issue. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall and wanted the stimulator reprogrammed. The rep has not seen the patient yet, and the patient was going to call the rep when they have an appointment, so the rep can be there to reprogram. No further complications were reported.